Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported having high blood glucose multiple times and the insulin pump was not alarming no delivery. The blood glucose reading was 212mg/dl. The customer stated calling numerous times to report the device malfunctioning and the customer became adamant. Troubleshooting was not performed as customer requested a replacement. No further information was provided.